Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella was placed successfully on patient with suspected mixed shock. Once the patient arrived in intensive care unit, bleeding was noted around the re-access sheath. Pressure held for 30 minutes and then femstop was placed. One unit of blood was administered. The family made decision to transfer the patient to comfort care and the patient expired. Duration of impella support was for three hours.

Manufacturer narrative:
Correction e4: the investigation of the reported failure mode has been completed. No product returned. Access site adverse event - during implant procedure, bleeding occurred around the re-access sheath, introducer 14fr x 13cm, post peel away. The cause of the bleeding could not be determined as no product was returned and insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.